Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 45 mg/dl. The customer declined to troubleshooting for low blood glucose level. Customer reported that she using during this time but had discarded the sensor. Customer was working with their healthcare professional to review the setting of insulin pump. The insulin pump was not returned for analysis.